Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Additionally, it was reported that a cartridge alarm 30 occurred during the load sequence and the cartridge was leaking at the septum. Customer's blood glucose level was in the 350's (mg/dl). Reportedly, the customer loaded a new cartridge and successfully resumed insulin delivery.